Manufacturer narrative:
Updated section b5, h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). Added related report ref in h10. It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Corrected data: corrected h6 (device code)

Event description:
As reported; after observing a damped waveform during use in patient of this disposable pressure transducer (report ref 2015691-2025-00807), it was detected a problem in the saline flow rate. It led to the saline bag of 500 ml getting empty and the solution entering the patient in less than 24 hours. Another transducer (report ref 2015691-2025-00808) and saline bag were changed but the same issue occurred, leading to other 500 ml of saline entering the patient. A total of 1000 ml of saline entered the patient in 48 hours. There was a level increase to 150 meq/l na+ in the arterial blood gas. The device was replaced with a new unit and the issue was solved. No further information is available at this time. There was no allegation of patient injury.

Event description:
As reported; after observing a damped waveform during use in patient of this disposable pressure transducer (medwatch (B)(4)), it was detected a problem in the saline flow rate. It led to the saline bag of 500 ml getting empty and the solution entering the patient in less than 24 hours. Another transducer (medwatch (B)(4)) and saline bag were changed but the same issue occurred, leading to other 500 ml of saline entering the patient. A total of 1000 ml of saline entered the patient in 48 hours. Blood was checked, the device was replaced with a new unit and the issue was solved. There was no allegation of patient injury. As a summary, two medwatch reports were submitted (B)(4).

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.